Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance issue. Additional information received which indicated that this lead exhibited high pacing threshold measurements. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.